Event description:
It was reported that during a laparoscopic gastric bypass, the device worked as expected during the procedure. The original procedure was in 2009, and the gastrotomy was closed with a green cartridge. After 24 hours post op, internal bleeding was indicated. After 48 hours, the pt was transfused, and given meds to control the bleeding. After 60 hours, the surgeon performed a reop to control the bleeding. It was noted that the leak was at the location of the gastrotomy. The pt is doing well. The device was discarded.

Manufacturer narrative:
Date sent: 10/13/2009. Info is unavailable; device was not returned for evaluation.